Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("irregular bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and dyspareunia ("painful intercourse"). The patient was treated with surgery (total hysterectomy). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage and dyspareunia outcome was unknown. The reporter considered dyspareunia, genital haemorrhage and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('irregular bleeding') in a 30-year-old female patient who had essure (batch no. C18713) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergone the essure confirmation test". The patient's medical history included hypothyroidism, cesarean section, hypothyroidism, ovarian cyst, chronic cervicitis and menometrorrhagia. Concomitant products included amitriptyline, colecalciferol (cholecalciferol), levothyroxine sodium (synthroid) (B)(6) 2015 and sumatriptan succinate (imitrex df). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced depression ("depression") and anxiety ("mental anguish"), 5 months 29 days after insertion of essure. On (B)(6) 2016, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced device expulsion ("migration of essure device location of device: uterus"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and dyspareunia ("painful intercourse"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the genital haemorrhage, dyspareunia, device expulsion, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, device expulsion, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: approximately 4-5 coils extending from. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-may-2019: pfs and medical record received. Reporter and patient demographics were added. Medical history, concomitant drugs were added. Updated suspect drug indication. Events migration of essure device location of device: uterus, vaginal bleeding, menorrhagia, depression, mental anguish and did not undergone the essure confirmation test added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("irregular bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and dyspareunia ("painful intercourse"). The patient was treated with surgery (total hysterectomy). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage and dyspareunia outcome was unknown. The reporter considered dyspareunia, genital haemorrhage and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and their non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 30-year-old female patient who had essure (batch no. C18713) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergone the essure confirmation test". The patient's medical history included hypothyroidism, cesarean section, hypothyroidism, ovarian cyst, chronic cervicitis and menometrorrhagia. Concomitant products included amitriptyline, cholecalciferol (cholecalciferol), levothyroxine sodium (synthroid) since (B)(6) 2015 and sumatriptan succinate (imitrex df). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced depression ("depression/ psych injury") and anxiety ("mental anguish"), 5 months 29 days after insertion of essure. On (B)(6) 2016, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced device expulsion ("migration of essure device location of device: uterus"). On an unknown date, the patient experienced genital haemorrhage ("irregular bleeding"), dyspareunia ("painful intercourse"), pain ("chronic pain"), dermatitis allergic ("rash/skin condition"), fatigue ("fatigue"), migraine ("migraine"), headache ("headache"), post procedural complication ("post removal complication") and hypersensitivity ("allergic reaction") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, fatigue, weight increased and hypersensitivity had resolved and the dyspareunia, device expulsion, depression, anxiety, pain, dermatitis allergic, migraine, headache and post procedural complication outcome was unknown. The reporter considered anxiety, depression, dermatitis allergic, device expulsion, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, pain, pelvic pain, post procedural complication, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: approximately 4-5 coils extending from. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Event added- allergic reaction. Outcome of pelvic pain, genital bleeding, vaginal hemorrhage, menorrhagia and allergic reaction updated as recovered/resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 30-year-old female patient who had essure (batch no. C18713) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergone the essure confirmation test". The patient's medical history included hypothyroidism, cesarean section, hypothyroidism, ovarian cyst, chronic cervicitis and menometrorrhagia. Concomitant products included amitriptyline, cholecalciferol (cholecalciferol), levothyroxine sodium (synthroid) since (B)(6) 2015 and sumatriptan succinate (imitrex df). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced depression ("depression/ psych injury") and anxiety ("mental anguish"), 5 months 29 days after insertion of essure. On (B)(6) 2016, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced device expulsion ("migration of essure device location of device: uterus"). On an unknown date, the patient experienced genital haemorrhage ("irregular bleeding"), dyspareunia ("painful intercourse"), pain ("chronic pain"), dermatitis allergic ("rash/skin condition"), fatigue ("fatigue"), migraine ("migraine"), headache ("headache"), post procedural complication ("post removal complication") and hypersensitivity ("allergic reaction") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, fatigue, weight increased and hypersensitivity had resolved and the dyspareunia, device expulsion, depression, anxiety, pain, dermatitis allergic, migraine, headache and post procedural complication outcome was unknown. The reporter considered anxiety, depression, dermatitis allergic, device expulsion, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, pain, pelvic pain, post procedural complication, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: approximately 4-5 coils extending from quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 2-jun-2020: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 30-year-old female patient who had essure (batch no. C18713) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergone the essure confirmation test". The patient's medical history included hypothyroidism, cesarean section, hypothyroidism, ovarian cyst, chronic cervicitis and menometrorrhagia. Concomitant products included amitriptyline, colecalciferol (cholecalciferol), levothyroxine sodium (synthroid) since (B)(6) 2015 and sumatriptan succinate (imitrex df). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced depression ("depression") and anxiety ("mental anguish"), 5 months 29 days after insertion of essure. On (B)(6) 2016, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). On 1-sep-2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced device expulsion ("migration of essure device location of device: uterus"). On an unknown date, the patient experienced genital haemorrhage ("irregular bleeding"), dyspareunia ("painful intercourse"), pain ("chronic pain"), dermatitis allergic ("rash/skin condition"), fatigue ("fatigue"), migraine ("migraine"), headache ("headache") and post procedural complication ("post removal complication") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the genital haemorrhage, dyspareunia, device expulsion, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dermatitis allergic, device expulsion, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pain, pelvic pain, post procedural complication, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: approximately 4-5 coils extending from quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: event "chronic pain , fatigue,migraine,headache , allergic rash and weight gain was added.. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.